Event description:
On (B)(6) 2013 the reporter contacted animas to report alleged insulin delivery issues with the reported pump, and the patient noted her blood glucose levels were fluctuating. No patient injury was associated with this issue. The technical service representative contacted the patient to troubleshoot the pump; however was unable to reach her by telephone. As the issue was not resolved, this complaint is being reported.